Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a native bicuspid valve and via left subclavian artery approach, the first deployment attempt was deep and the valve was recaptured. Significant resistance was met while recapturing the last 1/3 of the valve. The actuator separated during the attempted recapture. The valve was in the annulus and not completely recaptured. The valve was positioned in a more shallow position and attempted to be deployed, however the delivery catheter system (dcs) would not deploy the valve. The system was withdrawn to the ascending aorta. Multiple attempts were made to completely recapture the valve but were unsuccessful. The system was withdrawn via the subclavian artery. Extravasation and a dissection were noted after removal of the system. Subsequently, multiple stents were placed in the left subclavian artery and distal blood flow was re-established. A transcatheter valve was not implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evproplus-23us, serial#: (B)(4), ubd: 04-dec-2023, UDI#: (B)(4). Product analysis: no products were returned. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received indicating that, per the physician, both the valve and delivery catheter system (dcs) contributed to the dissection. The dcs was not able to fully repcature the valve, resulting in a portion of the valve being exposed as the system was withdrawn, which caused the dissection. Updated: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the valve loaded in the capsule of the dcs. The valve could not be removed from the dcs, therefore, analysis on the valve could not be performed. On attempt to deploy the valve, the capsule bent. The device was received with the capsule fully opened. The handle was intact. The deployment knob was unable to retract or advance the capsule. The trigger could not move to either fully advanced or fully retracted positions. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The actuator components were returned separated. The reported events for unable to deploy, unable to recapture, and separation of components were confirmed in the analysis. The reported event for positioning difficulties could not be confirmed in the analysis. Updated: d9, h3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The valve could not be removed from the dcs, analysis on the valve could not be performed. On attempt to deploy the valve, the capsule bent. The handle was intact. The device was received with the capsule fully opened. The deployment knob was unable to retract or advance the capsule. The trigger could not move to either fully advanced or fully retracted positions. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The tip retrieval components were returned separated. Conclusion: the subject dcs was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. The dcs was received with the actuator components intact. The tip retrieval components were separated. Separation of the tip retrieval components is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Historically separation of components occurs when the system forces exceed the tensile strength of the joint. The force on the system is a cumulative effect that can be increased by many factors, including patient anatomy, access route, and load quality. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The valve could not be deployed during analysis, confirming the reported event. The valve could also not be recaptured fully into the capsule. The force in the dcs when closing the capsule is cumulative and many sources may contribute to the feeling of excess tension including load quality, bends and kinks on the shaft, and tortuous anatomy. Vascular related complications, such as bleeding and dissection, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Per the physician, both the valve and delivery catheter system (dcs) contributed to the dissection. The dcs was not able to fully recapture the valve, resulting in a portion of the valve being exposed as the system was withdrawn, which caused the dissection. A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was returned to the galway return product analysis lab loaded inside the delivery system. The valve was then forwarded to the santa ana product analysis lab via fedex inside a heart valve return kit in clear 0.2% glutaraldehyde solution. The valve appeared discolored showing evidence of blood contact. The leaflets were severely dehydrated and stiff. All leaflets appeared partially closed. All commissures were dehydrated and appeared intact. A kinked strut was noted on cell c48 of the outflow crown adjacent to paddle 1. Conclusion: based on the analysis of returned product, a kinked strut was noted on cell c48 of the outflow crown adjacent to paddle 1. This was potentially due to recapturing or redeploying; however, a conclusive cause could not be determined from the information available. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.